Manufacturer narrative:
(B)(4). Additional information: the device was received the upper jaw damaged. The device was connected to the generator and it was recognized. Because the jaw was damaged not all testing was performed with the generator. The condition of the upper jaw prevented the functionality of the device. The jaws were unable to open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that the customer stated that the jaw broke after approx. 2hrs of activation during a lap sigmoid colectomy. Procedure completed using a robot. No patient consequences. Device to be returned.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.